Event description:
It was reported that shortly after implant, this pacemaker exhibited noise and undersensing on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed reprogramming options as well as recommended further testing. Additional information confirmed the patient was further evaluated and noise was reproducible when isometrics were performed. Loss of capture (loc) was also noted as well as a decrease in impedance measurements but still within range. Ts recommended further testing to determine the cause of the reported allegations. Further information was received that due to a cardiac perforation, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly after implant, this pacemaker exhibited noise and undersensing on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed reprogramming options as well as recommended further testing. Additional information confirmed the patient was further evaluated and noise was reproducible when isometrics were performed. Loss of capture (loc) was also noted as well as a decrease in impedance measurements but still within range. Ts recommended further testing to determine the cause of the reported allegations. Further information was received that due to a cardiac perforation, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.